Event description:
The customer reported that their visera elite ii video system center would not power on. The issue did not result in any delay, and there were no reports of patient or user harm associated with this event. Upon inspection and testing of the returned unit, it was discovered that there was a printed circuit board failure. This medical device report (MDR) is being submitted to capture the reportable malfunctions both initially reported as well as found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was a printed circuit board failure. The customer's originally reported issue of device not powering on was confirmed. The following additional findings were also noted: crack on front panel connector. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
On 14mar2023, a response to a request for clarification regarding the event was received. It was originally reported that the customer first encountered the issue with the device not powering on. It was later confirmed in this request that the problem did not occur at the hospital, but rather at the loaner return center. The customer reported that they encountered no issues with the device.

Manufacturer narrative:
This report is being supplemented to correct previously reported information as well as to provide additional information based on the completed device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the device power failed due to a defect in the printed circuit board. However, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.